Event description:
Reporter alleged discrepant blood glucose values of 329 mg/dl on the advantage system back to back with a result of 160 mg/dl on the clinics system when testing was performed 35 seconds later. Reporter stated the customer came into the clinic to test glucose due to recent high glucose readings. As a result, no actions were taken or treatment received reportedly, as a result. A request was made for the return of the suspect device and replacement product was sent.